Event description:
It was reported that this patient presented to the hospital with an atrial tachycardia and was admitted for a cardioversion procedure. The cardioversion was completed successfully. Post procedure, this device was interrogated. The technician claimed a manual left ventricular threshold test was performed and back up pacing was not provided, resulting in patient syncope. Boston scientific technical services was contacted and was unable to verify that the commanded test took place. It was noted the patient was monitored post syncope and was released from the hospital. It is unknown if further action will be taken in this event. At this time, the device remains implanted and no adverse patient effects were reported.